Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). After pre-dilation was performed, a 3.00x16 synergy drug-eluting stent was advanced but significant resistance was met and the device failed to cross the lesion. The device was removed from the patient. After a buddy wire technique and anchor balloon were performed, the stent delivery system (sds) was re-advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent was not mounted on the sds. The stent was found at the ostial being retrieved to the guiding catheter halfway under fluoroscopy. The physician inflated the balloon which remained inside the coronary artery and attempted to pull the stent out. However, the guide catheter bounced from the coronary artery causing the stent moved to the superficial femoral artery. A puncture was then made from the femoral artery and removed the dislodged stent using a snare device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.